Event description:
Healthcare professional reported left side "rupture." The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening and observed opening on anterior side assessed as surgical damage. (Shell thickness within specification). Additional observations: black particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. White lot number 2368402 and catalog number n-27-ff115-290. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.